Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) side cover of the helium chamber of the equipment was stuck. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The side cover of the helium cylinder chamber was removed and fixed again. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.